Event description:
The event is reported as: the concha heater causes an asystole alarm on the phillips monitor. No pt injury or intervention reported. No further info is available.

Manufacturer narrative:
At the time of this report, it is unk if the device sample is available for investigation. The reported device is part of a medical device recall initiated on (B)(4) 2010.